Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be "external catheter infection". As the cause could not be further clarified, the cause of peritonitis will conservatively be assessed as unknown. It was reported the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.